Event description:
It was reported that a transmission was sent due to the patient complaining of shortness of breath. The nurse mentioned that there was an episode of bradycardia with heart rates below the programmed lower rate, but the nurse did not witness it. This information was reported to the nurse when the nurse received the patient. No evidence of this was found on the transmission data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).